Manufacturer narrative:
Correction is needed for ( model number, serial number, lot number, expiration date, and UDI) and (device manufacture date).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead failed to capture or sense after the procedure. The physician thinks they might have nicked the lead. The lead was capped on (B)(6) 2018 and replaced. The patient was stable post-procedure.